Event description:
It was reported that pump displayed repeated altitude alarms despite being within normal operating conditions, and customer experienced ongoing interruptions in insulin delivery even after trying multiple new cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to clean speaker area, remove and reconnect cartridge, and attempt to resume insulin, but alarms continued, leading technical support to arrange pump and cartridge replacement.